Event description:
It was reported that there was inadequate r-wave sensing. The lead was repositioned; however, the r-waves remained small. After discussion with technical services, it was suggested that the sensing window with the device may be narrow for this vegm. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.